Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, it was reported that the pump time was incorrect, cause was unknown. Blood glucose was not impacted. The pump was reset, customer corrected the time and continued to use the pump for insulin therapy.